Event description:
It is reported that a customer received a no delivery alarm as well as lost sensor alarms on their insulin pump. The patient's blood glucose level was 194 mg/dl at the time of the call. The customer stated that the wrong transmitter identification was programmed in the pump. He customer stated that the sensor was not fully flat against the skin. The customer was unable to trouble shoot the issue at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).